Event description:
Rptr has experienced the er1 message "a few times and most recently, as in last month, I saw er1 on three separate occasions." Rptr's technique seems satisfactory. After seeing the er1 message the rptr would let the meter sit and he would retest later on. Rptr recalls once getting a 260 mg/dl. Rptr does not recall feeling high at the time of the er1 message. Rptr did not seek a health care professional because he knew what the er1 signified.